Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed dislodgement on the lead. No changes or interventions were performed. The patient condition was unknown.